Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. The treatment tip and data card log were returned for evaluation. Based on the evaluation of the data, the system and handpiece performed as expected. During evaluation of the treatment tip, service found damage to the tip membrane. Tears or damage of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area and could possibly causing patient burns. Both the thermage user manual and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems, clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 pulses thereafter. According to thermage cpt system technical user¿s manual burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the available information, this event was most likely caused by damage on the tip membrane. It is unknown how damage to the treatment tip occurred as all tips are visually inspected for defects during manufacturing.

Manufacturer narrative:
Treatment tip was returned and evaluated. The tip passed flow and thermistor testing. It failed leak testing and visual due to tear in the corner. Functional test was not able to be performed due to an error code indicating no reps were remained to be used. A review of device history logs are in progress. Based on the available information, no causal factors can be determined, and no conclusions can be drawn.

Event description:
Practitioners office reported that post thermage treatment, a patient developed scabs on their neck. Follow up with the practitioners office confirmed the patient experienced burns and blisters bilaterally on the lower face and neck. The patient was treated with aquaphor, biafine, 1% hydrocortisone cream and 2% mupirocin ointment. The patient is currently healing and it is unknown if there will be any permanent damage or scarring. Pictures were provided and reviewed. Erythema, inflammation, and blisters are visible on right side of the face and neck post-procedure. Erythema and blisters are visible on the right side of the face and with lesser degree right neck area. In the follow-up pictures, scattered scabs and hyperpigmented lesions are visible on right neck and some on left neck. The practitioner confirmed no system errors occurred during the treatment. The highest energy level used was a 3.0. Ample cryogen and coupling fluid was used. The treatment tip was inspected prior to use and every 50 pulsed during treatment.